Manufacturer narrative:
The report we rec'd from the field indicated that the procedure was a coronary stenting to a right coronary artery non-bifurcated, calcified lesion (vessel diameter 3.00mm x lesion length unk). The lesion was predilated with a maverick 9mm x 2.50mm balloon, and a cypher 13mm x 2.50mm stent delivery system was selected, examined for its functionality and appeared normal. There was no negative pressure induced to the delivery catheter prior to clinical use of the product. The stent delivery system was inserted and passed normally through the vessels towards the lesion w/o difficulty. However, resistance was encountered, as the stent delivery system was unable to cross the predilated calcified lesion. The physician decided to withdrawal the entire system and intended to restart the procedure with a more supportive guiding catheter. As the stent delivery system was being withdrawn back into the guiding catheter, the physician noticed the stent had partially dislodged from the delivery system balloon. The stent was hanging half on/half off the delivery system balloon. However, the physician was able to withdraw the entire system with the stent partially on the delivery system balloon. Ultimately, satisfactory results were achieved, as the procedure was completed with a zeta 13mm x 3.00mm stent. There were no adverse effects to the pt.

Event description:
Stent dislodgement.